Event description:
The patient was hospitalized for elevated lactate dehydrogenase and hematuria with subtherapeutic inr. The patient was bridged with medication and discharged with therapeutic inr. Routine labs drawn on (B)(6) 2014 demonstrated a rise in lactate dehydrogenase and elevated creatinine. The patient complained of mild flank pain and dark urine. The patient was admitted to the hospital with hemolysis and was administered IV fluids and medication. A transesophageal echo was performed and the left ventricle cannula was mal-positioned. The patient also had an issue of non-compliance. The patient rec'd a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.